Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced urinary problems, recurrence. It was reported that on (B)(6) 2012 the patient underwent mesh revision due to return of original symptoms. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).